Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic, where a chest x-ray revealed that the right ventricular (rv) lead was dislodged. It was also suspected that the patient was a twiddler. Additionally, the atrial lead demonstrated a high capture threshold. During the revision procedure, the rv lead failed to retract. As a result, the physician explanted and replaced both the pacemaker and the rv lead. The atrial lead remained implanted. The reason for the pacemaker explant was not provided. The patient remained stable throughout the procedure.

Manufacturer narrative:
The device was returned for evaluation. Upon receipt, the battery voltage was above the elective replacement indicator (eri) level. Review of the device image indicated that the device was operating within normal parameters. Additional analysis was performed, including a lead bore test, which identified no anomalies. A longevity assessment was also conducted and confirmed that the device remained within the normal range of operation with appropriate remaining longevity.